Event description:
Customer reporting 1 discordant patient result. Customer states getting different results when reading the same cartridge on 3 different instruments (outside product insert specifications). Through interview it was found the customer was also not adding the sample correctly to the cassette well (outside product insert specifications).

Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error source: phone.